Event description:
It was reported that the tracheostomy tube that is purple, is the wrong size and does not protrude from the tracheostomy tube. It was therefore impossible to insert the tube. There was patient involvement, but no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.